Event description:
The hcp indicated the pt experienced symptoms of withdrawal (itching, "creepy crawlies", sweaty, nausea) for approximately 1 day after a refill appointment. On the subsequent refill, the pt was refilled and experienced the same symptoms described in the first refill, but with greater severity. Prior to the withdrawal symptoms, the pt had been experiencing lower extremity weakness. The hcp wanted to rule out the possibility of a granuloma at the catheter tip. An MRI was performed and everything was found to be normal. During the pt's pump replacement surgery, the catheter was found to be fractured. The hcp revised the catheter and the pt recovered without sequela. The drug contained in the pt's pump was infumorph (25 mg/ml) delivering an unknown daily dose.